Event description:
Healthcare professional reported right side moderate skin paresthesia and implant palpability, and loss of nipple sensation these events are not related to device. Healthcare professional later reported right side rupture discovered during explant surgery and exchange from textured to smooth due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
Zipcode: (B)(6). Additional fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, skin paresthesia, loss of nipple sensation and implant palpability.

Manufacturer narrative:
Device evaluation: . Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: observed opening striated on anterior side assessed as surgical damage. And observed crease smooth opening on radius side assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side moderate skin paresthesia and implant palpability, and loss of nipple sensation these events are not related to device. Healthcare professional later reported right side rupture discovered during explant surgery and exchange from textured to smooth due to product concern. Device has been explanted and replaced.